Event description:
Pt developed onset of hemiplegia, preceded by nausea, vomiting, and loss of movement in the left leg. An MRI was not performed as it was felt the procedure would harm the pump. The physician operated on the pt after determining that the pt was deteriorating, and discovered a "fibrotic mass at the tip of the catheter." The physician trimmed the distal portion of the catheter with the mass, and replaced it with another. No further info is available on the pt's outcome after this event.